Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for failure analysis. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted left upper pulmonary lobectomy procedure, the pulmonary vein was inadvertently transected, and the procedure approach was converted to open. The issue occurred while mobilizing the lung to position the lobe containing the tumor for resection using a third-party laparoscopic stapler instrument. Upon completion of the stapling, significant bleeding occurred from the pulmonary vein, which was hidden behind the lung. The procedure approach was converted to open, and hemostasis was achieved with using clips and suturing. An estimated 2300mls of blood loss occurred, and a unit of blood was administered. The patient is currently in recovery and has been discharged from the intensive care unit.